Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported waking up one morning with a blood glucose reading over 500 mg/dl. She stated that she changed the infusion set and noticed the cannula was bent. She stated that her blood glucose and blood pressure were so high by the time she went to visit her doctor that she was hospitalized. Customer also had diabetic ketoacidosis. She also reported that she had difficulty with insertion and that the adhesive left penny sized sores on her abdomen. She reported that the tape that was used to dress the sores caused additional break outs because she was allergic to it. She stated that she was wearing the insulin pump the entire time that she was hospitalized. Nothing further was reported.